Event description:
A (B)(6), female, pt, contacted zoll customer support to report that she was unable to get her battery charger to power on. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (connector sensitive/battery charger problem) has been confirmed. As received, the battery charger would not power on. Upon evaluation, the power units cable was damaged. The cause of the damaged cable was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged power unit cable. The pt received a replacement battery charger.